Manufacturer narrative:
The product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported during a routine clinic follow up, the right ventricle (rv) threshold had increased. The decision was made to reposition the lead. During the reposition, the physician decided to replace the rv lead with a new one. Satisfactory results were achieved with the new rv lead. It was indicated that the device was not available for return. Efforts have been made to obtain the reason for no product return. No further updates have been received from the field at this time.